Event description:
It was reported that noise was observed on the atrial lead after the pocket was closed during implant. The pocket was reopened and body fluid was observed inside the lumen. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Dried body fluid clogged the helix. After cleaning, electrical analysis revealed normal characteristics. No anomaly was observed. The damage of the suture sleeve occurred at the time of implant and explant.